Event description:
It was reported to st. Jude medical that the device and lead were explanted due to possible output circuit damage and no fib therapy. High pacing and high voltage lead impedances were also observed.